Event description:
On (B)(6) 2013, the patient contacted animas and alleged the following: in (B)(6) 2013, she had a blood glucose (bg) of 23 mg/dl and she was treated by the staff at the assisted living facility where she lives. She has gastroparesis and has trouble with low bgs. Patient reports the episode had nothing to do with the pump. Patient will continue to monitor bg with her dexcom and work closely with her health care provider to not have the lows. This complaint is being reported because a patient on pump therapy experienced hypoglycemia.

Manufacturer narrative:
Follow-up #1: date of submission 3/12/15 device evaluation: evaluated by product analysis on 02/26/2015 with the following findings: unable to duplicate the complaint, the pump information for the complaint date has been overwritten. The black box begins on (B)(6)2015. Due to continuous use of the pump the black box data and histories for the event have been overwritten. Review of the available black box and alarm history shows no alarms related to the complaint. The daily insulin delivery totals were found to correctly reflect the user's programmed basal rates. A delivery accuracy test was performed; pump passed and was found to be delivering within the required specifications. Unrelated to the complaint, the display screen has a pinkish contrast and the attery compartment is cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.